Event description:
It was reported the pt ((B)(6)) is not receiving effective stimulation coverage. The pt reportedly suffered a fall recently and was said to have adequate therapy relief prior to that incident. Efforts to recapture effective coverage via reprogramming have been unsuccessful and resulted in uncomfortable stimulation for the pt. An x-ray has been prescribed for further interrogation. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.